Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. H11- manufactuer narrative: intraocular infection is identified in the labeling as a known potential adverse event following icl implantation. The dfu states a precaution (3): the lens must not be exposed to any solution other than normally used intraocular perfusion fluids (e.g., isotonic saline, bss, viscoelastic solutions, etc.). Endophthalmitis is a rare vision-threatening intraocular inflammation, most commonly due to exogeneous organisms introduced via ocular surgery, intravitreal injections, or trauma. See dfu warning: staar surgical icls are packaged and sterilized for single use only. Cleaning, refurbishment and/or resterilization does not apply to these instruments. If one of these instruments is reused after cleaning, refurbishment and/or resterilization, there is a high probability that the instrument has become contaminated, which may lead to endophthalmitis and inflammation. Given the onset of reported problem and resolution without cultures taken, an exact cause could not be determined as the event resolved and lens remains implanted. The event could be multifactorial in nature including patient and/or procedure related factors. Claim#: (B)(4).

Event description:
A facility representative reported a suspected case of endophthalmitis after the implantation of a toric implantable collamer lens (icl) into the patient's right eye (od) on (B)(6) 2024. The patient underwent bilateral sequential surgery. The msi injector system was reported to be used intraoperatively. Onset of symptoms were noted 1mo later. Cultures were not taken and no additional diagnostics were performed. The patient received treatment with frequent steroid eye drops. On (B)(6) 2024, the issue was resolved with visual acuity reported as: bcva & ucva 20/20, iop 15mmhg. The lens remains implanted. The cause of the event was reported as unknown.